Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Additionally, it was reported that the battery died. The customer resolved issue by using a new usb cable and reported the pump started working again. Customer declined to provide further information. There was no known impact to the customer's blood glucose.